Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer¿s current blood glucose level was 99 mg/dl. Customer was treat with manual injection. Related symptoms were nausea. Customer was not using auto mode at the time of auto mode. The insulin pump will be returned for analysis.